Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Please reference voluntary report number (B)(4).

Event description:
The patient reported that the patient's physician prescribed trazodone, and that the patient took less than the prescribed dosage.the next day, the effects of the medication caused the patient's heart to "go into a super fast heart rate, which was almost fatal." Insufficient information is available to conduct follow-up at this time, and the device's status is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.